Manufacturer narrative:
The unit was rebooted which resolved the issue. As the problem was discovered prior to use and a warning message displayed, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. (B)(4).

Event description:
Spacelabs received a report that on (B)(6) 2016, the arkon (sw version 2.61) was discovered in a failed state by the clinical staff. The unit was not in patient use when the issue was discovered. No injury was reported.